Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user continued to experience fluctuating blood glucose levels after a recent target adjustment performed with a trainer while using the ilet system. Symptoms included episodes of low glucose and high glucose. Outcomes included user self-management with oral glucose for lows and education and troubleshooting provided by support. Investigation included user coaching on expected stabilization time for new targets and guidance to keep the healthcare provider informed. Investigation of this case revealed no device malfunction reported, and the cause of the glycemic variability remained unclear after review. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.